Event description:
It has been reported to philips that during a procedure fluoroscopy stopped working and there was no live image available. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image available. Troubleshooting actions showed a problem with the x-ray tube. The fse replaced the x-ray tube and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image available. Review of the system log file showed that the x-ray tube was arcing and has errors. Upon further troubleshooting action, fse found problem with the x-ray tube. The fse replaced the x-ray tube. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.